Manufacturer narrative:
The device's lot number was not reported. The cello catheter was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Catheter induced vasospasm is a known inherent risk of endovascular procedure and is documented in the balloon guide catheter instruction for use.

Event description:
Medtronic received information through clinical data review that significant vasospasm was seen via the angiogram. The vasospasm was noticed to have occurred near the placement of cello within the cervical internal carotid artery (ica). The physician then placed a maverick balloon into the ica and inflated the balloon one time. This maneuver was reported to have good resolution of the vasospasm. Prior to the vasospasm, it was reported that one pass of the mt device was successful in removing the clot from the right ica/ mca. The procedure was completed and the patient was transferred back to the room in a stable condition. No patient injury reported.